Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in 2007, the pt experienced a shocking sensation and heard a terrible sound. Since then the pt has not been able to place the coil over the implant area due to the awful sound heard. The same month, all external parts were exchanged and testing was performed. The audiologist tried to activate the original program of the patient at 50%. Even when the speech processor was switched off the pt was not able to put the coil on his head, due to interference heard all the time. The pt was re-implanted the following month.